Event description:
It was reported that the envelope was implanted three days after the expiration date. The envelope remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 2 - 1888tc st. Jude leads, implanted: (B)(6) 2008. (B)(4).